Event description:
The customer reported a strange odor accompanied by smoke from the back of the architect i2000sr analyzer. Also, liquid was observed in the same area of the analyzer. There are no reports of any injuries , exposures or damage to the surrounding lab environment due to this issue. Field service was called to the customer site. There was no patient involvement in this issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A visit by the abbott field service engineer (fse) found the smell was emitted from the refrigerator. He removed the refrigerator and powered it on to observe that the inner cooler fan motor was generating heat and producing a strange smell. He replaced the refrigerator due to the inner fan motor. The customer also reported wash zone 2 aspiration and vacuum errors. The fse cleaned and inspected the valves from the vacuum vessels. He inspected all the tubing for the probes and vacuum vessel. He performed the wash zone aspiration test and the vacuum system test. The tests all passed. The customer contacted the technical service representative later that day to report a smell was being emitted from the instrument. Smoke was being emitted from the back of the analyzer. Some liquids were also observed coming from the back of the instrument. The inner cooler fan motor was still producing a strange smell. No traces of a leak were observed in, on, or near the refrigerator. The fse checked the voltage and frequency of the power connector of the refrigerator and power supply. The liquid was emitted from the back of the waste manifold. The liquid waste flow was obstructed by the positioning of the connector at the waste pump at install, which caused it to flow back into the manifold. The fse removed the waste connector, placed the waste tubing directly in the reservoir, and performed a fluid flush several times. No waste liquid was observed coming from the back of the waste manifold after this troubleshooting. Several days later, the fse returned to inspect the refrigerator. He found a melted vacuum pump condensator during the troubleshooting of the instrument. The refrigerator was not the cause of the burning smell and smoke issue. He proceeded to replace the vacuum pump. Once the instrument was powered on, the vacuum test and daily maintenance were performed. The analyzer passed the tests. The customer ran controls and samples and the results were within specification. The batch/lot/serial number of the vacuum pump is unknown. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Architect system operations manual (201837-108) contains information to address the customer's current issue. Based on the available information and the current evaluation, it was determined that a malfunction occurred. Replacement of the vacuum pump resolved the issue.